Manufacturer narrative:
Skin irritation is a known inherent risk of the device. The device¿s clinical reference manual, application instructions (nlb0020.07) reads as follows: ¿prepare the patient¿s skin using the materials from the skin prep & placement kit: a. Remove the razor by holding the cover on the sides and pulling down on the handle (fig. D). Shave the placement area. Do not add pressure to the razor; shave across the skin lightly. Note: if a cut should occur, treat the site and only continue once bleeding has stopped. After it has stopped, do not place electrode over cut. Note: dispose of razor in proper sharps container. B. Applying pressure, abrade the entire area using 40 broad strokes (fig. E). Note: be sure to abrade the full prep area. C. Using all alcohol pads, clean the area thoroughly. Allow skin to dry for 1 minute. At application, any hair, skin oil, residue or moisture present can interfere with the duration and quality of the test.¿ in addition, device warnings read as follows: ¿do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest.¿ the reported issue has been attributed to use error. The account manager has been notified to conduct training with the customer.

Event description:
The patient reported skin irritation with signs of secondary infection. The patient was contacted for follow up and reported that they presented to the emergency department where they were diagnosed with cellulitis and possible staph infection. Antibiotics were prescribed to the patient. The patient stated they believed the injury was sustained during the skin-prep process which precedes device application.